Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered numerous shocks on (B)(6) 2025 after which the patient was hospitalized. Technical services (ts) was consulted, noting decreased r-wave and t-wave oversensing in several of the shock events. Ts also noted the type of morphology on (B)(6) 2025 is not similar to previous episodes and suggested the field check with the health care professional (hcp) to see if there could have been some electrolyte imbalance or changes in clinical condition of the patient since the qrs beat appears notched most of the time. The field confirmed medication non-compliance (the patient had stopped all their medication). As the patient's s-ICD is at end of life, the hcp will consider whether to replace it with another s-ICD system or implant a transvenous system. No additional adverse patient effects were reported. Additional information: the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination found no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation, sensing, and recording functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered numerous shocks on (B)(6) 2025 after which the patient was hospitalized. Technical services (ts) was consulted, noting decreased r-wave and t-wave oversensing in several of the shock events. Ts also noted the type of morphology on (B)(6) 2025 is not similar to previous episodes and suggested the field check with the health care professional (hcp) to see if there could have been some electrolyte imbalance or changes in clinical condition of the patient since the qrs beat appears notched most of the time. The field confirmed medication non-compliance (the patient had stopped all their medication). As the patient's s-ICD is at end of life, the hcp will consider whether to replace it with another s-ICD system or implant a transvenous system. No additional adverse patient effects were reported. Additional information: the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered numerous shocks on (B)(6) 2025 after which the patient was hospitalized. Technical services (ts) was consulted, noting decreased r-wave and t-wave oversensing in several of the shock events. Ts also noted the type of morphology on (B)(6) 2025 is not similar to previous episodes and suggested the field check with the health care professional (hcp) to see if there could have been some electrolyte imbalance or changes in clinical condition of the patient since the qrs beat appears notched most of the time. The field confirmed medication non-compliance (the patient had stopped all their medication). As the patient's s-ICD is at end of life, the hcp will consider whether to replace it with another s-ICD system or implant a transvenous system. No additional adverse patient effects were reported.